Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure after deteriorating over 2 weeks postoperative. The patient was placed on continuous renal replacement therapy then on right ventricular assist device (rvad) support. Lactate dehydrogenase (ldh) and liver function tests (lfts) continued to worsen, and the patient was unable to be weaned off of pressors. They also had frequent ventricular arrhythmias including ventricular tachycardia (vt), up to 250 beats per minute (bpm), and needed a 200 jules shock to return to normal sinus rhythm. Sodium bicarbonate and dextrose were administered on the morning of the death. The patient had the rvad removed around 1345, and began having frequent ventricular fibrillation runs requiring defibrillation. The patient's family ultimately decided to make the patient do not resuscitate (dnr). They were made comfortable by extubating and turning off the left ventricular assist device (lvad) at 1659. The patient then went asystole and was pronounced deceased at 1702.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome cannot be conclusively determined through this investigation. The outcome was not considered to be device or therapy related, and (B)(6) was reported to have been operating as intended. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including multiple types of organ failure, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient did not have a history of arrhythmia, and the arrhythmia was not thought to be device or therapy related. The death was not thought to be device related.